Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's s1 lead migrated. During the procedure, the ipg was placed in surgery mode, however the physician was unable to communicate with the ipg during the surgery. In turn, the ipg and lead were both explanted and replaced to address the issue.